Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a robotic assisted laparoscopic gastroplasty. While being applied to the stomach, the stapler was not able to fire. The surgeon was able to press the green button and squeeze the handle. There was no staple line. A component of the device broke off. On the second attempt the same caught. It was necessary to open another stapler to continue the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.